Event description:
Boston scientific received information that a few hours after a routine procedure, this right atrial (ra) lead was found to have dislodged. A revision procedure was performed the physician attempted to reposition the lead. However, the lead was unable to be placed in a good position. Therefore, the lead was replaced to a screw-in lead (model 4135/(B)(4)). However, threshold were high and it was difficult to find a good position with the second lead. The lead was also removed and no ra-lead was implanted. The device was programmed to vvi and the procedure was completed. No adverse patient effects were reported. Both leads were discarded at the hospital and will not be returned to boston scientific.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.